Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - inappropriate shocks due to noise. The patient has an enlarged heart and there is no slack on the lead. The physician will monitor and make a decision on revision at a later date. There was no noise present when the patient moved their arm. Should additional information be received, this file will be updated.